Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was 400 ¿ 600 mg/dl. Customer addressed the elevated bg by going to the emergency room. The customer was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damaged. Customer was released on (B)(6) 2022. Reportedly, customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.